Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the rv exposed coil is distorted at 54.8cm, lead does not pass through introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to damage at the distal coil. The patient had a right sided implant with a tortuous venous anatomy and while attempting to pass the lead to the heart, there was great difficulty negotiating the vein causing damage to the lead. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.